Event description:
Patient reported over the past 3 weeks she has had increased difficulty breathing. Patient has notified md office and has md appointment. Patient also reported a couple instances where the cleo was difficult to detach and required that she change her site early. Site changes are typically painful for 3 days. No other information available. Reported to (B)(6) pt/caregiver.